Event description:
A nurse reported that during a glaucoma filtration device implant procedure, the device would not release from the delivery system. The wound was extended to remove the filtration device system and the procedure was completed by performing a trabeculectomy. The pt has been examined by the surgeon at routine postoperative examinations with no harm noted. No further info is expected from the surgeon.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history review indicated the product met release criteria. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).